Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had skin irritation under the patient's breast. The patient's skin was red and there was no broken skin. The patient was prescribed a medication. Follow-up indicated that the patient's skin was still the same and that the patient had used a powder on her skin.